Event description:
Customer states the softclix plus lancet will come out of the end of the cap and stay out (lancet will not retract). Customer states he has accidentally stuck himself; no medical attention required. The customer did not indicate when the malfunction was noticed. The customer did not provide the location where the malfunction occurred. No adverse event reported. Requested return of suspect device and replacement was sent. Softclix plus lancet lot number bar051.

Manufacturer narrative:
The suspect product is the softclix plus lancet.